Event description:
It was reported that during a breast biopsy procedure, the cutter activation on the device was not allowing the disposable to complete the specimen retrieval process. There have been no pt consequences reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.